Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose levels of 456mg/dl. The customer¿s current blood glucose level was 308 mg/dl. The customer stated that the insulin pump was not delivering insulin. The insulin pump will not be returned for analysis.